Event description:
This was a lead extraction case performed in the hybrid or to remove three (3) leads due to bacteremia. The physician used a 16-fr. Glidelight to remove a sjm 6947 lead (120 months old) from the rv. There was a complication due to screw not coming back, which caused a tamponade when it released from heart. A CT surgeon opened and fixed the rv injury, but the retro peritoneal bleeding source could not be found due to femoral arterial access of perfusion cannula. Patient expired.